Manufacturer narrative:
The delivery system was requested but has not yet been received. The lot history record (lhr) review revealed no non-conformances related to the reported adverse event. The devices from this lot conforms to its predetermined specifications and requirements, including for stent retention. Dislodgement is captured in the risk assessment as a known potential hazard. Investigation is not yet complete. Additional relevant, significant information will be submitted in a follow-up report.

Event description:
On 22-november-2019, percutaneous coronary intervention (pci) was performed as follows for treatment of a lesion in the mildly tortuous mid left anterior descending (mlad) coronary artery: no pre-dilataiton was performed. A 3.5x12mm cobra pzf¿ nanocoated coronary stent system was unpackaged and prepped per usual procedure without issue; the technician observed the stent to remain on delivery system prior to use and handed off system to physician, who believed stent was on device. The delivery system was then inserted into guide catheter and advanced to lesion without difficulty and without resistance; the device was inflated at the lesion. Upon withdrawal of the delivery system, the physician noted that the stent was not at the lesion site and not on the delivery system. Stent was unable to be located via imaging. Although the stent was unable to be found in anatomy angiographically, or in the cath lab, the physician is unable to confirm if stent remains in patient anatomy. Plaque shift and dissections were noted on angiography, but were not flow-limiting. The target lesion was treated via deployment of a drug-eluting stent. No adverse events were noted during or immediately after pci. Though requested, no additional information was provided.